Event description:
On (B)(6) 2012, pt reported the left side of the infusion device display is broken and the upper right corner is cracked and brown in color. The infusion device was not dropped. Pt reported he may have bumped into something but is unsure how the display was damaged. An e8 power interrupt error appeared during the troubleshooting call, and he was unable to see the full display. The damage is in the area that indicates the insulin delivery amounts. The correct type of battery is used, and the infusion device is worn in a case. The infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. Six add'l attempts were made to f/u with the pt, and these were unsuccessful.

Manufacturer narrative:
E8 was found in the history list. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts. The power interrupt while the pump was in run mode is the reason for the triggering of the e8.

Manufacturer narrative:
E8 was found in the history list. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts. The power interrupt while the pump was in run mode is the reason for the triggering of the e8.